Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device did not find any visual anomalies. During the functional evaluation, a demonstration 0.014¿ guide wire was advanced into the balloon catheter to the distal tip. An attempt was made to inflate the balloon, however a leak was noted at the proximal end of the balloon. Microscopic inspection found that the balloon had a hole or perforation. The device dimensions were within specifications. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, an assignable cause of operational context has been assigned to the reported balloon leak.

Event description:
It was reported that the subject balloon was used to block bleeding in the patient's jaw. The balloon was positioned and remained inflated for about 10 minutes. Angiography showed that the balloon had deflated and was leaking. Reinflation was attempted but the balloon deflated quickly. The balloon was changed after several attempts and the procedure was completed with another device. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the subject balloon was used to block bleeding in the patient's jaw. The balloon was positioned and remained inflated for about 10 minutes. Angiography showed that the balloon had deflated and was leaking. Reinflation was attempted but the balloon deflated quickly. The balloon was changed after several attempts and the procedure was completed with another device. There were no reported clinical consequences to the patient.